Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient states handset is showing right implantable neurostimulator (ins) setting is at 0.0 and patient does not know why. Patient mentioned having this happen about 3 months ago and fixed it but does not know what they did to fix it. Patient service specialist (pss) reviewed how to connect to ins and how to increase settings. During troubleshooting, patient was able to connect and see therapy on left side and right side was at 4.7 and states it is working well. Patient states both sides show therapy is on. When patient tried to increase settings from 0.0 on right ins, patient states seeing system error code 0x312338a7f and then says restart. Patient clicked on restart, then got 'select battery right or left'. Patient selected right ins, saw therapy on and then got the same screen with error code. Patient states checking both implants the day before yesterday and everything was fine. Patient's left ins had no issues with adjusting stimulation. Pss had patient close out of all apps several times and go back into the dbs therapy app, but this did not resolve the issue. Patient states not feeling any loss of therapy. The issue was not resolved. Patient confirmed both inss were linked. Patient has not had any falls, recent procedures, or programming. Patient states having parkinson's and is getting shaky but it might just be nerves. Patient called back and repeated same information in original call. Pss performed troubleshooting during call of having patient power off/on handset and hard reset communicator but same system error message came up when patient tried to increase implant settings up from 0.0v. Tapping restart on the system error message would just kick patient back out to connect. Pss consulted with tech services and redirected patient to provider. Patient said "everything had been bothering them" because their right implant was at 0.0v.

Manufacturer narrative:
Updated patient's weight. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The cause of the ins settings changing unexpectedly was not determined. Provider checked the device and found everything was working fine. The issue resolved.